Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer condition improved - able to establish contact with customer and stated condition improved.

Event description:
Consumer reported complaint for e-5 error and hi blood glucose test result. At the time of the call the customer reported feeling ill with symptoms of dry mouth, increased thirst, frequent urination and nausea. Customer stated she was going to seek medical intervention. Customer could not continue with the troubleshooting process and no further information was able to be obtained.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 07-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer condition improved - able to establish contact with customer and stated condition improved.

Event description:
Consumer reported complaint for e-5 error and hi blood glucose test result. At the time of the call the customer reported feeling ill with symptoms of dry mouth, increased thirst, frequent urination and nausea. Customer stated she was going to seek medical intervention. Customer could not continue with the troubleshooting process and no further information was able to be obtained.